Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation as the scaffold remains in the patient. The investigation determined the reported difficult to deploy (under expansion) appears to be related to circumstances of the procedure. Additionally, it is possible the reported patient effects and treatments are related to the difficulty deploying the scaffold (under expansion). The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse event associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. There is no indication of product quality issue with respect to the design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that an absorb scaffold was implanted in the 2nd obtuse marginal (om2) on (B)(6) 2016. The patient was readmitted on (B)(6) 2016 due to stable angina. A lesion was found in the left anterior descending (lad) artery and was treated with a drug eluting stent (des). Additionally, the absorb scaffold appeared under expanded and was post-dilated. The patient was readmitted on (B)(6) 2017 due to stable angina. A de novo stenosis was found proximal to the scaffold in the om2 and was treated with another des. Since this des protruded slightly into the circumflex, a planned angiogram was done on (B)(6) 2017. Results by optical coherence tomography (oct) showed that the proximal part of this des needed post-dilatation, which was done. No additional information was provided.